Event description:
It was reported that the patient experienced urethral injury during an original inflatable penile prosthesis (ipp) implantation surgery. The injury occurred on the right side of the urethra. The ipp did not cause or contribute to this injury. The surgeon removed only the right cylinder and plugged the ipp system. The patient was then scheduled for another surgery in three months to implant the right cylinder. No other patient complications were reported. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.